Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('it is painful but hope it all goes well') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), groin pain ("problem with my groin") and abdominal tenderness ("tender spot in the right side") and was found to have vitamin d decreased ("low vitamin d issue"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain, groin pain, abdominal tenderness and vitamin d decreased outcome was unknown. The reporter considered abdominal tenderness, groin pain, pelvic pain and vitamin d decreased to be related to essure. The reporter commented: cross referenced with case number : (B)(4). Tender spot feels hard, sort of like scar tissue. Concerning the injuries reported in this case, the following one/ones were reported via social media:abdominal tenderness, vitamin d decreased most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. Surgery added to the event pelvic pain and case became incident. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('it is painful but hope it all goes well') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), groin pain ("problem with my groi"), abdominal tenderness ("tender spot in the right side"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), inflammation ("inflammation"), headache ("headaches"), back pain ("back pain"), nausea ("nausea") and dyspepsia ("heartburn") and was found to have vitamin d decreased ("low vitamin d issue"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, groin pain, abdominal tenderness and vitamin d decreased outcome was unknown, the abdominal pain lower, abdominal distension, inflammation, headache, nausea and dyspepsia had resolved and the back pain had not resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal tenderness, back pain, dyspepsia, groin pain, headache, inflammation, nausea, pelvic pain and vitamin d decreased to be related to essure. The reporter commented: cross referenced with case number : (B)(4). Tender spot feels hard, sort of like scar tissue. Concerning the injuries reported in this case, the following one/ones were reported via social media:abdominal tenderness, vitamin d decreased concerning the injuries reported in this case, the following one were reported via social media: abdominal pain lower, abdominal distension, inflammation, headache, back pain, nausea and dyspepsia. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. New events were added: cramping, bloating, inflammation, headache, back pain, nausea and heartburn. Reporter information was added. On 2-dec-2019: fu 8 and 9 processed together. Social media received: reporter was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('it is painful but hope it all goes well'), device dislocation ('coil on the right side is very deep in my ovary') and embedded device ('coil on the right side is very deep in my ovary') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), groin pain ("problem with my groi"), abdominal tenderness ("tender spot in the right side"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), inflammation ("inflammation"), the first episode of headache ("headaches"), back pain ("back pain"), nausea ("nausea"), dyspepsia ("heartburn"), hernia ("hernia"), bartholin's cyst ("bertholin cyst"), micturition urgency ("urge"), urinary tract infection ("I frequently uit"), the second episode of headache ("I get frequent headache"), loss of libido ("sex drive was low") and dyspareunia ("sex was painful") and was found to have vitamin d decreased ("low vitamin d issue"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, device dislocation, groin pain, abdominal tenderness, vitamin d decreased, hernia, bartholin's cyst, micturition urgency, urinary tract infection, the last episode of headache, loss of libido and dyspareunia outcome was unknown, the abdominal pain lower, abdominal distension, inflammation, nausea and dyspepsia had resolved and the back pain had not resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal tenderness, back pain, bartholin's cyst, device dislocation, dyspareunia, dyspepsia, embedded device, groin pain, hernia, inflammation, loss of libido, micturition urgency, nausea, pelvic pain, urinary tract infection, vitamin d decreased, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: cross referenced with case number : (B)(4) tender spot feels hard, sort of like scar tissue. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media documents revived, new reporter and event I frequently get uti, I get frequent headache, sex drive was low, sex was painful addedfu-up 13,14 and 15 processed together. On 20-mar-2020: social media documents revived, new reporter and event I frequently get uti, I get frequent headache, sex drive was low, sex was painful addedfu-up 13,14 and 15 processed together. On 20-mar-2020: social media documents revived, new reporter and event I frequently get uti, I get frequent headache, sex drive was low, sex was painful addedfu-up 13,14 and 15 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('it is painful but hope it all goes well') and device dislocation ('saw on CT coil on the right side is very deep inside possibly in my ovary') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), groin pain ("problem with my groin"), abdominal tenderness ("tender spot in the right side"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), inflammation ("inflammation"), headache ("headaches"), back pain ("back pain"), nausea ("nausea"), dyspepsia ("heartburn"), hernia ("hernia"), bartholin's cyst ("bertholin cyst"), micturition urgency ("urge"), urinary tract infection ("I frequently uit"), frequent headaches ("I get frequent headache"), loss of libido ("sex drive was low") and dyspareunia ("sex was painful") and was found to have vitamin d decreased ("low vitamin d issue"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, device dislocation, groin pain, abdominal tenderness, vitamin d decreased, hernia, bartholin's cyst, micturition urgency, urinary tract infection, frequent headaches, loss of libido and dyspareunia outcome was unknown, the abdominal pain lower, abdominal distension, inflammation, headache, nausea and dyspepsia had resolved and the back pain had not resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal tenderness, back pain, bartholin's cyst, device dislocation, dyspareunia, dyspepsia, groin pain, headache, hernia, inflammation, loss of libido, micturition urgency, nausea, pelvic pain, urinary tract infection, vitamin d decreased and frequent headaches to be related to essure. The reporter commented: tender spot feels hard, sort of like scar tissue. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: nullification: this record was detected to e a duplicate to record # (B)(4) to which all information will be transferred, then this duplicate record # (B)(4) will be deleted from bayer safety database. As reported term of event 'device dislocation' was amended no new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('it is painful but hope it all goes well') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), groin pain ("problem with my groi"), abdominal tenderness ("tender spot in the right side"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), inflammation ("inflammation"), headache ("headaches"), back pain ("back pain"), nausea ("nausea"), dyspepsia ("heartburn"), hernia ("hernia") and bartholin's cyst ("bertholin cyst") and was found to have vitamin d decreased ("low vitamin d issue"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, groin pain, abdominal tenderness, vitamin d decreased, hernia and bartholin's cyst outcome was unknown, the abdominal pain lower, abdominal distension, inflammation, headache, nausea and dyspepsia had resolved and the back pain had not resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal tenderness, back pain, bartholin's cyst, dyspepsia, groin pain, headache, hernia, inflammation, nausea, pelvic pain and vitamin d decreased to be related to essure. The reporter commented: cross referenced with case number : (B)(4). Tender spot feels hard, sort of like scar tissue. Concerning the injuries reported in this case, the following one/ones were reported via social media:abdominal tenderness, vitamin d decreased concerning the injuries reported in this case, the following one were reported via social media: abdominal pain lower, abdominal distension, inflammation, headache, back pain, nausea and dyspepsia. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received : reporter added, events added- bartholin"s cyst and hernia. On 2-dec-2019: incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('it is painful but hope it all goes well'), device dislocation ('coil on the right side is very deep in my ovary') and embedded device ('coil on the right side is very deep in my ovary') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), groin pain ("problem with my groi"), abdominal tenderness ("tender spot in the right side"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), inflammation ("inflammation"), headache ("headaches"), back pain ("back pain"), nausea ("nausea"), dyspepsia ("heartburn"), hernia ("hernia"), bartholin's cyst ("bertholin cyst"), micturition urgency ("urge"), urinary tract infection ("I frequently uit"), frequent headaches ("I get frequent headache"), loss of libido ("sex drive was low") and dyspareunia ("sex was painful") and was found to have vitamin d decreased ("low vitamin d issue"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, device dislocation, groin pain, abdominal tenderness, vitamin d decreased, hernia, bartholin's cyst, micturition urgency, urinary tract infection, frequent headaches, loss of libido and dyspareunia outcome was unknown, the abdominal pain lower, abdominal distension, inflammation, headache, nausea and dyspepsia had resolved and the back pain had not resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal tenderness, back pain, bartholin's cyst, device dislocation, dyspareunia, dyspepsia, embedded device, groin pain, headache, hernia, inflammation, loss of libido, micturition urgency, nausea, pelvic pain, urinary tract infection, vitamin d decreased and frequent headaches to be related to essure. The reporter commented: cross referenced with case number : (B)(4). Tender spot feels hard, sort of like scar tissue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('it is painful but hope it all goes well') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), groin pain ("problem with my groi"), abdominal tenderness ("tender spot in the right side"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), inflammation ("inflammation"), headache ("headaches"), back pain ("back pain"), nausea ("nausea"), dyspepsia ("heartburn"), hernia ("hernia"), bartholin's cyst ("bertholin cyst") and micturition urgency ("urge") and was found to have vitamin d decreased ("low vitamin d issue"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, groin pain, abdominal tenderness, vitamin d decreased, hernia, bartholin's cyst and micturition urgency outcome was unknown, the abdominal pain lower, abdominal distension, inflammation, headache, nausea and dyspepsia had resolved and the back pain had not resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal tenderness, back pain, bartholin's cyst, dyspepsia, groin pain, headache, hernia, inflammation, micturition urgency, nausea, pelvic pain and vitamin d decreased to be related to essure. The reporter commented: cross referenced with case number : (B)(4). Tender spot feels hard, sort of like scar tissue. Concerning the injuries reported in this case, the following one/ones were reported via social media:abdominal tenderness, vitamin d decreased concerning the injuries reported in this case, the following one were reported via social media: abdominal pain lower, abdominal distension, inflammation, headache, back pain, nausea and dyspepsia. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. Reporter information added. Event: urge were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.